Event description:
Device 1 of 2. Reference MFR report 1627487-2010-02275. The pt received his scs system consisting of an ipg and one paddle lead on (B)(6) 2008. It was reported that the pt claimed the system never functioned properly. The system was explanted on (B)(6) 2009 and returned to the MFR for eval. F/u on the pt found no additional issues reported.

Manufacturer narrative:
Eval method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead was returned incomplete and could not be functionally tested. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.